Event description:
Per the clinic, the patient experienced a performance decrement due to otitis media in the inner ear. The device was explanted (date not reported).it is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013. This report is filed november 15, 2013.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.